Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: model 3716, scs ipg, therapy date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08224. It was reported the patient (B)(6) experienced a loss of stimulation with high impedance value readings noted. Subsequently, the scs system became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the entire system. During surgery, it was discovered the s8 lead had migrated downward from its' original location. No further information has been made available at this time.